Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient had a syncopal episode and required hospitalization. Subsequently, a month later, patient received inappropriate therapy for atrial fibrillation. Patient requested the hv therapy to be disabled. Device was reprogrammed and no further issues were reported.

Event description:
New information received notes that the patient presented to the emergency room after receiving multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response. The device was reprogrammed.